Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 122 mg/dl. The customer stated that the device was leaning up against her chest it was in her sports bra when she got the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with cracked end cap and with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, minor scratched lcd window missing the reservoir tube o ring.